Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient reported to their healthcare professional that they turned their device off as it was not working right. Additional information was requested, if received, a follow up report will be sent.